Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading and self-treated with insulin (dose/type unknown). The customer then became hypoglycemic with symptom of dizziness, and required treatment of 4 dextrose pills and cookies by relative. There was no report of death or permanent injury associated with this event. A readings comparison of 235 mg/dl with the sensor against 140 mg/dl and 22 mg/dl with the reader's built-in meter was provided. The results when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.